Manufacturer narrative:
A review of the provided x-ray by a clinical consultant noted that the root cause of failure is procedure-related with regard to use of a cementless stem under fracture conditions with inadequate placement of a dall-miles cable around the proximal femur to protect the bone against secondary dislocation. Degenerative disease as a consequence of exposure of acetabular cartilage to hard metal might be an additional problem, also procedure-related, but quite likely is minor relative to the principal failure mode by stem loosening. Not returned.

Event description:
It was reported that the patient had a revision of right hip. Date of implant was (B)(6) 2014. Patient complaint of painful joint and the stem and head were removed and hip was converted to a total hip.